Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: pelvis") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. Concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("severe abnormally heavy menstrual bleeding /prolonged menstruation / abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), weight increased ("weight gain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("pain: uterine") and abdominal pain ("pain: abdomen"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), headache ("headaches/pain: head/migraines/headaches") and alopecia ("hair loss"). The patient was treated with amitriptyline, sumatriptan and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, migraine, headache, dyspareunia, alopecia, fatigue, weight increased, vaginal haemorrhage, uterine pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of fallopian tubes current weight (B)(6) lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information was updated. This case concerns 33 year old patient. Her demographics were updated. Essure indication was amended. Her historical condition was added. Lab data was updated. Essure indication was amended. Events: abnormal bleeding (vaginal, menorrhagia) and pain: abdomen, uterine. Treatment medications were added. All symptoms resolved very soon after the hysterectomy and salpingectomy incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: pelvis") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, breast lump, inflammation, vaginal discharge, miscarriage, hypercholesterolemia in 2009, peripheral vascular disease on (B)(6) 2015, endotracheal intubation complication, malignant hyperthermia, pseudocholinesterase deficiency, post spinal headache and d & c. Previously administered products included for contraception: medroxyprogesterone. Concurrent conditions included overweight, smoker, fatigue, genital bleeding, paratubal cyst and cervicitis. Family history included hypercholesterolemia ((grand mother paternal/mother), hypertension). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("severe abnormally heavy menstrual bleeding /prolonged menstruation / abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), weight increased ("weight gain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("pain: uterine") and abdominal pain ("pain: abdomen"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), headache ("headaches/pain: head/migraines/headaches") and alopecia ("hair loss"). The patient was treated with amitriptyline, sumatriptan, surgery (total hysterectomy and bilateral salpingectomy) . Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, migraine, headache, dyspareunia, alopecia, fatigue, weight increased, vaginal haemorrhage, uterine pain and abdominal pain had resolved and the uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of fallopian tubes current weight 150.00 lbs. The urine pregnancy test was: negative ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Event abnormal uterine bleeding was added. Case became medically confirmed. Concomitant & historical conditions are added. Product , patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("severe abnormally heavy menstrual bleeding /prolonged menstruation / abnormal menstruation"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, migraine, headache, dyspareunia, alopecia, fatigue and weight increased was resolving. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: confirming full occlusion of fallopian tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.